Manufacturer narrative:
Initial reporter zip code : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro needle was unable to deliver insulin or medication and the cannula broke off. The following information was provided by the initial reporter: the customer reported that drug had not come out owing to a broken needle npe.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro needle was unable to deliver insulin or medication and the cannula broke off. The following information was provided by the initial reporter : the customer reported that drug had not come out owing to a broken needle npe.

Manufacturer narrative:
H6: investigation summary one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 0294461, cat. No.320559. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.